Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed a diluent drip from the manual probe during probe wash sequence. The fse discovered a kinked tubing at pinch valve pv49. Pv49 provides and open path for vacuum and diluent to the backwash pump (pm8), provides open vacuum path from probe wipe to the differential waste chamber (vc7) and opens the diluent path for the needle backwash. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported diluent dripping from the probe of the lh 500 hematology analyzer during backwash. The customer indicated that approximately 5 ml of fluid leaked and was not contained within the instrument. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.